Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer's representative (rep) the battery was overheating. There were no environmental or external factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed related to this issue. As a result the battery and leads were removed. Following this the issue was resolved.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.